Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a temporary lack of glucose readings from the dexcom g7 while using the ilet, after which readings resumed on the ilet during the call; troubleshooting and education were provided for a signal loss issue with the responsible device not identified, and no alerts or alarms were reported. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included case review and user troubleshooting. Investigation of this case revealed no confirmed device malfunction and no identified clinical impact. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.